Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins identified after patient fitting) was confirmed due to a pin being misaligned. There was no adverse event that occurred related to this issue. There was no adverse event that resulted from the damaged battery. The root cause of the physical damage to the misaligned pin was unable to be positively identified.

Event description:
A us distributor reported that a battery pack has bent pins identified after patient fitting.